Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred.while advancing a 4.0x20mm veriflex stent through an unspecified guide catheter, the veriflex catheter shaft broke into two separate pieces. The device never left the guide catheter and was pulled out of the guide. The procedure was completed with another of the same device. No patient complications were reported and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. While advancing a 4.0x20 mm veriflex stent through an unspecified guide catheter, the veriflex catheter shaft broke into two separate pieces. The device never left the guide catheter and was pulled out of the guide. The procedure was completed with another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
The device was received in two sections as a result of break in the hypotube, the break was located at 90 cm distal to the strain relief. Both sections of the break were kinked at various locations along their lengths. An examination of the break site found that the break occurred as a result of a severe kink that occurred in the hypotube. It is noted that the break and the kinks in the shaft are consistent with excessive force having been applied to the shaft. No issues were noted with the profiles of the crimped stent, balloon and tip sections of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).